Event description:
The patient had two leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation. The patient met with his physician where it was determined his leads had migrated. The patient underwent a second trial procedure on (B)(6) 2012, where two leads were placed peripherally across both sides of his neck. The patient had adequate coverage with the trial leads and decided to proceed with the permanent. Two new leads were implanted peripherally in the same location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.